Manufacturer narrative:
Concomitant products: tibial component stemmed precoat: catalog# 00598004702, lot# 62313088. Unknown femoral: catalog# ni, lot# ni. This report is number 1 of 2 mdrs filed for the same patient (reference 0002648920-2017-00084).

Event description:
It was reported that patient was revised due to loosening, osteolysis, and pain approximately four (4) years post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of x-ray inspection report. X-ray review states right knee arthroplasty complicated by metallosis, osteolysis, fracture of the medial tibial plateau, subsidence and migration of the tibial component and fracture of the tibial component. Visual inspection of the articular surface found heavy pitting and gouging on the condylar and inferior surfaces. The dovetail feature was flared out. Articular surface remelting test confirms the wear of implant. Device history record was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.